Event description:
Customer reported that their acuity is receiving no wireless comms. Welch allyn technical support recommends that the customer find the network switch or any of the ap's, but said that one of his coworkers probably knew where they were located and would call back. This resulted in a temporary inability to centrally monitor pts; however, bedside monitoring was not affected. There was no report of any pt harm as a result of the reported events. The customer did not provide any pt information.

Manufacturer narrative:
The bmet contacted us to say that once the switch was changed out, the system worked fine. The failed part is not being returned to welch allyn for eval. A network switch and its sub-assemblies are off-the-shelf computer peripherals made by another MFR and sold by welch allyn. Welch allyn does not possess troubleshooting capability beyond identifying these components as the source of the failure. Conclusions: bmet troubleshot and replaced the network switch.